Event description:
It was reported that the customer experienced a blood glucose (bg) level of 2.2 mmol/l; cause was not known. Customer consumed carbohydrates to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids. Customer was not released from the hospital at time of event and declined to provide a hospital release date. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.